Manufacturer narrative:
D6b, explant date, has been added.

Manufacturer narrative:
B3 has been updated.

Manufacturer narrative:
D6b, explant date, has been added.

Manufacturer narrative:
The patient also experienced renal failure. The patient was treated with dialysis and transfusion of platelets.

Event description:
It was reported that a patient implanted with an impella 5.5 suffered an optical sensor issue, hematuria, and a cerebral vascular accident. The patient is in stable condition and impella support continues.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.